Event description:
It was reported "suspected iab rupture". No additional informaiton from the user is available.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "suspected iab rupture". No additional informaiton from the user is available.

Manufacturer narrative:
(B)(4). The reported complaint for "suspected iab rupture" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.